Manufacturer narrative:
The device has not been returned to solventum for analysis. Based on the problem description, fluid appeared to have filled the device and shorted out the power supply. The model 245 has been tested for design verification, safety and efficacy to the regulatory standard iec 60601-1, which covers the electrical safety of the model 245 unit (including the required flammability ratings). Solventum will continue to monitor.

Event description:
An electronic and biomedical engineering (ebme) site lead reported a 3m¿ ranger¿ blood/fluid warming unit started smoking and flames came out of the device during a procedure in the operating room. Fluid appeared to have filled the device and shorted out the power supply. It was later reported during investigation by the site that evidence of saline was found inside the case and had covered the power supply unit (psu) causing it to fail and start smoking. The flame extinguished when the electrical supply was interrupted. The device was removed from patient use. No injuries or medical interventions were required due to the alleged malfunction.